Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose value was 422 mg/dl at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. Customer reported insulin flow blocked. The customer was advised to rewind insulin pump, reinsert reservoir and load reservoir to at least 5.0 unit. The customer stated that the insulin did not exit tubing. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged insulin blocked alarm during bolus and high bg found on may 19, 2022. Insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Insulin pump successfully downloaded to thus. Confirmed several insulin pump alarm insulin flow blocked alarm on the event date from 07:35:40.00 to 16:30:18.00 in the insulin pump downloaded history. The insulin pump was cut open and found dried insulin on the motor slide and moisture on electrical board, and motor. The following were noted during visual inspection: missing display window/cover, overlay scratched, pillowing keypad overlay, keypad overlay texture damage, cracked case-corner of belt clip rails. In summary, customers alleged insulin blocked alarm during bolus was not confirmed during testing. Insulin pump passed full dry test. Unable to confirm exposed to moisture confirmed on electrical board and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.